Event description:
In a pt with annuloaorti ectasia, the graft was implanted as an aortic root replacement using an aortic sparing procedure (re-implementation). The dr claims that the graft leaked blood at a rate in excess of 1000cc/hour from a 5-0 suture hole made by a 4-0 round needle using a proline suture. The dr states that cautery was used for the coronary ostial anastomosis and scissors used for the distal design (use of scissors to cut a woven double velour graft is contrary to the instructions for use). The leakage lasted approximately 4 to 5 hours and due to the extended bleeding time, the pt developed a coagulopathy. A total of 149 units of blood was replaced to the pt for the entire procedure. The bleeding was stopped and the graft was left in. The pt post operatively developed sepsis. Co has now learned that the bleeding stopped after giving the pt multiple transfusions, fresh-frozen plasma, platelets and treatment by compression-wrapping with teflon felt. The pt is reported to have subsequently expired.